Event description:
A malfunction alarm identified as "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump prior to contacting support, so technical support provided instructions for resetting the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and call back if any issues reoccurred.